Manufacturer narrative:
(B)(4). (B)(6). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The suspected peritonitis was manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the suspected peritonitis. The cause of the suspected peritonitis was not reported. Treatment for the suspected peritonitis was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the suspected peritonitis. No additional information is available.